Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gm, every 4th day, route and duration was not reported) and fortum injection (1gm, route, frequency and duration were not reported) for peritonitis. At the time of this report, the antibiotic treatment was discontinued and the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.